Event description:
As reported, approximately 4 years post op the initial right tka, this 65 y/o male patient was revised due to early poly wear. Patient was last known to be in stable condition following the event. Devices are not returning, unable to obtain from facility.

Manufacturer narrative:
Pending evaluation: concomitant device(s): 310029, 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19; 4738249, 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t; 5187420, 200-02-41 - three peg patella 41mm; 5447234, 02-010-01-0350 - logic femoral ps cem right sz 5; 5497111, 201-78-81 - 3" trocar, mod. Hex 2pk; 5540644, 201-78-89 - 3" drill bit, mod. Hex 2 pack; ab3292, 13a2101 - cemex system fast genta 70g.

Manufacturer narrative:
Section h10: (h3) the reason for the revision cannot be confirmed from the information provided, but may be due to prosthesis wear as reported, patient conditions, or inclusion of the polyethylene in the packaging recall. A contributing factor to the reported wear may have been due to the revised tibial insert having been packaged in a non-conforming bag for five years. However, the reported prosthesis wear could not be confirmed as no images or radiographs were provided and the devices were not available for evaluation. Section h11: *the following sections have corrected information: (h6) component code: 734, bearings.